Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the nozzle has foreign objects. Furthermore, the following additional issues (non-reportable) were identified during inspection: the adhesive is peeling off, light guide lens has a crack, forceps elevator lever has a scratch, forceps elevator knob has a scratch, up/down knob has a scratch, right/ left knob has a scratch, protector of universal cord on control section side has a scratch, switch box has a scratch, switch 1 has a scratch., suction connector has a scratch, universal cord is sticky, universal cord has a scratch, plastic distal end cover has a scratch, suction cylinder is shaved, control unit has a scratch, light guide bundle is slipping down, electrical connector is dirty due to water leakage, water invasion in the device suction connector is dirty due to water leakage, control unit has corrosion due to water leakage, the suction cylinder is deformed, adhesive on bending section cover or distal sheath has a chip, due to deformation, up/down knob does not move smoothly, an abnormal sound is made due to damage on right/left knob, the angle wires become stretched, the angle wires were stretched control unit has discoloration, connecting tube has a scratch, the adhesive is peeling off, plastic distal end cover has a scratch, the light guide lens has a crack, objective lens has discoloration, flexibility adjustment ring has a scratch, forceps elevator lever has a scratch, up/down knob has a scratch, right/left knob has a scratch, protector of universal cord on control section side has a scratch, suction cover has a scratch, electrical connector is dirty due to water leakage, light guide bundle is slipping down, control unit has a scratch, due to dirt on objective lens, water invasion in the device there is a lack of image on the monitor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The foreign material could not be identified. A specific root cause of the foreign material remaining in the device could not be identified. This issue is addressed in the instructions for use (IFU): due to the cause of the foreign material remining in the device is unknown, it is unknown if reprocessing was conducted in accordance with the IFU. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had poor air and water supply. The issue was found during inspection for use for an unknown diagnostic procedure. There were no reports of patient harm. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.